Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that the customer experienced blood glucose (bg) level displayed as "low" on the continuous glucose monitor; cause was unknown. Carbohydrates were consumed to treat bg level. Recommendation was made for customer to discuss event with a healthcare provider.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.